Event description:
The customer reported the system displayed cine unavailable error. No reports of customer injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced. The system was tested and found to be working as intended, and put back into service.